Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (removal difficulties, infolding). Lack of information (cause is unknown). (B)(4).

Event description:
An endurant stent graft system were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the aortic neck angulation was 15-20 degrees and the proximal neck diameter was 24mm. The diameter of the aneurysm entry was 27mm and the aneurysm diameter was 44mm. The diameter of the right access vessel was 14mm and the left access vessel diameter was 16mm. It was reported that during the index procedure and after the main body was deployed by left access the physician tried to recapture the spindle within the sleeve of the taper tip and the spindle was caught with the suprarenal stent. The physician torqued the delivery system and moved it proximally to release the suprarenal stents; however, the stent graft in folded. The delivery system was removed and the procedure was completed successfully. No endoleak was noted. The patient is doing fine and no clinical sequelae were reported.